Event description:
Complainant alleged that during biomed testing and routine preventative maintenance, the device did not discharge energy when the paddle discharge buttons were depressed. There was no pt involvement in the reported malfunction.